Event description:
The patient had a primary knee surgery on (B)(6) 2023. On (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. On (B)(6) 2025, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised all components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07-apr-2025: lot 2210940: (B)(4) items manufactured and released on 13-sep-2022. Expiration date: 29-aug-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved batch review performed on 07-apr-2025 gmk-spherika 02.12.0510fr tibial insert fixed sphere flex #5/10 mm r (k121416) lot 2110152a: (B)(4) items manufactured and released on 14-oct-2021. Expiration date: 10-sep-2026. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.ka06r femoral component spherika cemented s6r (k211004) lot 2203787: (B)(4) items manufactured and released on 08-jun-2022. Expiration date: 22-may-2027. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.